Event description:
It was reported that the ventilator generated a technical error code indicating internal memory error. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating internal memory error. According to information provided by our field service engineer, an order has been created by the dispatch department for the sale of spare parts and that the customer will complete the repair and replace the control, including memory backup battery printed circuit board. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4)